Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient was discovered to be in vvi backup mode in clinic follow up. Tech services was contacted and the device was successfully restored to prior patient parameters. Patient is stable. Weight unknown.

Manufacturer narrative:
Correction: previously reported b3 and g4 should have been (B)(6) 2020 rather than (B)(6) 2020. Correction: b5 has been corrected.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the transmission received noted backup vvi on the cardiac resynchronization therapy defibrillator. The patient presented in clinic (B)(6) 2020. The device was successfully restored. The patient was stable.